Event description:
Internal blood leak reported as pt treatment was initiated. Blood leak alarm occurred and blood in dialysate was noted. Extracorporeal system of blood discarded. New dialyzer, same lot, primed and hd restarted. Second internal blood leak occurred, with blood discarded. Healthcare professional began set up of another catalog code dialyzer and pt refused dialysis. Pt received dialysis treatment the next morning without incident. Ebl 450ml. Samples discarded on day of event.